Manufacturer narrative:
On (B)(6) 2020 immucor technical support used a remote electronic connection method to review test records from the relevant runs on the echo lumena instruments. Immucor technical service was unable to rule out low concentration of the antibody causing unexpected negative to equivocal reaction. Labeling states that "negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed". Customer advised this is possibly a newly developing antibody with igm and igg components. The immucor internal record number for this report is pr#(B)(4).

Event description:
On (B)(6) 2020 a customer reported unexpected negative antibody screen and ID results on the echo lumena instrument.